Event description:
It was reported that, after the bipolar surgery, the head was removed from the bipolar cup while the patient was moved on a wheelchair. Revision was performed on (B)(6) 2018.

Manufacturer narrative:
"The associated complaint devices were returned and evaluated. The lab analysis concluded, no damage was observed on the tandem shell/liner construct. Deformation on the inner rim of the poly locking ring was observed. This was likely caused by insertion, removal, or articulation in vivo. The locking ring was disassembled from the bipolar cup/liner construct and examined. Dimensional analysis of the locking ring determined that two dimensions are out of specification, the ID and the arc center distance from datum a to the internal sphere. During visual inspection, scratching on the inferior side of the femoral head was observed. This was likely caused during removal or after dissociation. No material or manufacturing deviations were observed in this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.